Event description:
It was reported the evis exera ii small intestinal videoscope gas cap left on during eto sterilization resulting in extensive damage. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a difference in recognition on handling or reprocessing steps between olympus recommendation and the user. The event can be prevented by following the instructions for use which state: " evis exera ii sif type 180 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures" "in addition, in case you find an abnormality of the device such as leakage and/or damage, please stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts will visit you for observation and training." Olympus will continue to monitor field performance for this device.